Event description:
Additional information was received that the patient had an revision for an upgrade procedure, and this lead was unable to be extracted due to difficulty. The lead was surgically capped and replaced. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had a lead safety switch due to spike in high out of range impedances greater than 3000 ohms. The patient was brought into the clinic for further testing and isometrics in unipolar reproduced the noise. Further testing indicated that there was no capture in bipolar. The patient was dependent, so plan was to program the device to ventricular pace only (and not sense) right now to make sure they get the pacing support they need and discuss further with the physician. The lead remains in-service. No adverse patient effects were reported.